Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and an occlusion. The customer states they received no delivery alarm. The customer's blood glucose level at the time of incident was 530mg/dl. The customer attributes the lows to having been at their healthcare provider's office and not being able to change out their set. Troubleshoot was conducted. The customer treated the high with manual injection. The customer is being sent replacement set and reservoir.